Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
A 6f angio-seal evolution was selected for use for an antegrade puncture in the right common femoral artery following intervention at the superficial femoral artery and profunda femoris for embolization of metastatic carcinoma in the distal femur. A pre-deployment angiogram was performed, revealing a puncture site that was about 2.5 cm from the bifurcation. The device was deployed, clicked together and the anchor was set. The device was withdrawn and the puncture started bleeding immediately. The physician did not feel any resistance at first, but then it felt as though the anchor had caught and the device was pulled until the compaction tube descended and the compaction marker was visible. The bleeding continued. The suture release button was compressed and the suture was cut, leaving a substantial length, protruding from the skin puncture. Manual compression was applied, but bleeding continued. An echogram was done and revealed the anchor and collagen in the profunda femoris, requiring surgery. The patient remained in the hospital for two days due to the event, with no additional consequences.